Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the patient was experiencing recurring incontinence due to urethral atrophy. A surgical procedure was performed in which the previous 5.5 cm cuff was removed and replaced with a new 4 cm cuff. The patient did not have further complications. No more information is available at the moment, additional information will be provided as relevant information becomes available.